Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. It was clarified that the patient developed widespread eczema and generalized itching after initiating use of the dexcom g7 in (B)(6) 2025. Symptoms progressed despite treatment prescribed by urgent care on (B)(6) 2025 (hydrocortisone ointment), and by dermatology on (B)(6) 2025 (clobetasol cream). A skin biopsy performed during this period confirmed eczema of unknown origin. Adhesive-site reactions improved with the use of sureprep, flonase, and barrier methods; however, the patient continued to experience persistent generalized itching and scattered red papules. On 01/28/2026, medical safety reviewed the case and confirmed that the reported symptoms are atypical, with no adhesive allergy testing performed to attribute the reaction to dexcom products. No systemic or life-threatening allergic symptoms were reported, and the patient remains on topical steroid therapy only. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient reported experiencing itching and developing a patchy rash beneath the sensor adhesive. The rash extended from the arm insertion area across the back. Around (B)(6) 2025, the patient sought care at an urgent care clinic, where a physician evaluated the affected area and prescribed a topical steroid (hydrocortisone ointment). The treatment effectively reduced the itching; however, the rash itself did not resolve. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.